Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 500 mg/dl. The customer was weak and nauseous at the time of the incident. The customer was unable to recall any significant events leading to the hospitalization. The cause of the hospitalization was ultimately diabetic ketoacidosis. The customer was treated with an insulin drip. Through troubleshooting, it was found that the drive support cap appeared normal. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.